Event description:
Foley catheter inserted per order, urine immediately starting leaking from connection between 16fr catheter and bag. Leaking bag removed and replaced by another bag. Additionally, l&d unit had three other foley tray kits leak at the catheter insert. Manufacturer response for urinary catheter, (brand not provided) (per site reporter): submitting the issue to bard field assurance and someone will be in touch. Red-bag, pre-paid shipping label and return box being sent.